Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: do not use petroleum substrate lubricants with the latex-based urethral catheters such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was catheterized after the operation. Later the catheter was prolapsed and the water balloon was broken. It was noted that the patient had a stone in the right ureter. Per additional information received via email from the ibc on 29dec2020, there were no missing pieces of the balloon and no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient was catheterized after the operation. Later the catheter was prolapsed and the water balloon was broken. It was noted that the patient had a stone in the right ureter. Per additional information received via email from the ibc on (B)(6) 2020, there were no missing pieces of the balloon and no impact to the patient.